Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
Customer called to report that she did not think her pod was working properly. The customer's blood glucose levels (bg) ranged between 329-386 mg/dl while wearing this pod, but noted she was also ingesting carbohydrates with her elevated bg. Upon removal of the pod, the customer stated the cannula was bent. Customer deactivated and removed the pod. Customer was able to activate a new pod. No further issues were identified.